Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a ventricular lead implant procedure. During the attempt to implant the right ventricular lead, the lead could not pass the first sub-clavicle rib space and was removed. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
Correction: section g3 - the awareness date should have been 15 oct 2021, rather than 25 oct 2021.